Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on 07/06/2015 and found the blood sampling valve (bsv) aspiration probe bent slightly not allowing probe rinse block to travel down probe. The fse straightened the rinse block and verified that there were no further leaks or error messages. The repairs were verified per established service procedures. (B)(6).

Event description:
The customer reported that there was an uncontained fluid leak of approximately 5ml from a coulter hmx hematology analyzer with autoloader. There was a "backwash not performed" error message and front blood detector voltage was low. The customer was not wearing personal protective equipment (ppe) consisting of laboratory coat, goggles and gloves at the time of the event and there was no report of injury or biohazard exposure to open wounds or mucous membranes. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection to the event. There was no impact to patient results and controls.